Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported in a journal article that the patient underwent a laparoscopic/ retroperitoneoscopic partial nephrectomy procedure on unknown date and suture was used. Following the procedure, the patient experienced postoperative bleeding and cured by performing interventional angiography of the renal artery and super selective embolization. Additional information has been requested.